Manufacturer narrative:
Additional information was received that the knob of the adjustable pressure limit valve was cracked and was not a hazardous condition. Cracks do not affect functionality of the device, and there is no evidence of a loss of operation or performance. H3 other text : additional information was received that the knob of the adjustable pressure limit valve was cracked and was not a hazardous condition. Cracks do not affect functionality of the device, and there is no evidence of a loss of operation or performance.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a malfunction of the adjustable pressure limit valve (apl) preventing manual ventilation. There was no report of patient involvement.